Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Onset of adverse event: after use. It was reported that on (B) (6) 2010, the pt presented with elevation of st which was observed in the electrocardiogram. A sat was observed in the 1st diagonal, distal right coronary artery (rca), and mid rca. Percutaneous transluminal coronary angioplasty (ptca) was performed and an aspiration catheter was used to remove the thrombosis from left anterior descending (lad) first. Ballooning was performed in mid lad and the 1st diagonal branch. The chest pain subsided and the electrocardiogram had returned to normal. An aspiration catheter was delivered into rca; however, it became stuck in the mid rca stent and would not go further. Ballooning was performed from the distal rca to the mid rca and a xience 2.75x23 was deployed in between the stents deployed in the distal and mid rca. The procedure was completed as proper blood flow was observed. The pt was transferred to cardiac surgery to have CABG on (B) (6) 2010. A pacemaker was implanted in the pt and CABG was done on rca, lad, and lcx using thoracotomy. The surgery was successfully done and the pt has remains hospitalized under stable condition. No additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The other xience v stents referenced are being filed under this manufacturer report number.